Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the biometric identification (ID) caused login failure. A field service engineer removed and replaced protective film, then reinstalled and tested the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank, the fingerprint scanner was not functioning. The bio ID reader was unable to recognize fingerprints for about half of the staff. It was also noted that the fingerprint sensor had scratches and a crack. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.